Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported the touchscreen would not calibrate. There was no patient involvement. The issue was discovered during cleaning and routine setup. The remote service engineer recommended replacing the touchscreen. The customer replaced the touchscreen, and the repair resolved the problem.